Event description:
Champion af study. It was reported that the patient experienced a transient ischemic attack. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 16.7 mm. There were no patient complications that were reported to have occurred. The patient was discharged on aspirin and apixaban. 1095 days post procedure the patient was admitted to the hospital for evaluation due to the complaint of feeling well but when they laid down, they were unable to speak. The patient was hospitalized for evaluation. The patient was seen by the stroke tele neurologist. And later, the patient started to experience symptoms again to a lesser degree. Computed tomography (CT) was performed, and the imaging was unremarkable. The patient was diagnosed with experiencing a transient ischemic attack. At the time of the event, the patient was on aspirin. The patient's medication was adjusted in response to this event. The patient was discharged home two days later.